Event description:
The facility reports when the caregiver began to lift the resident from the bed, she felt the lift mast fall. The lift would then not go up. The caregiver got help to unhook the resident from the lift. No injuries occurred.